Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to fibroid uterus and dysfunctional uterine bleeding. It was reported that on (B)(6) 2008 mesh roll was retroperitonealized with no fenestrations. Attachments to the left ascending sigmoid were taken off. Subsequently a clear stretch of the mesh identified, and complete removal of the mesh was done from the vaginal apex. The mesh was cut short, leaving the retroperitonealized cut segment. It was reported on (B)(6) 2008 the patient called because she had pain below her ribs on the right side that started at (B)(6). It was reported that it could be from her gall bladder.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2005 the patient concurrently underwent a total abdominal hysterectomy, enterocele repair and an abdominal sacrocolpopexy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent the mesh implantation for uretovaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, infection and urinary/bowel problems. It was reported that the patient underwent a mesh excision on (B)(6) 2008. (B)(4).